Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported a 75-year-old female was implanted with an impella cp device for mechanical circulatory support. Patient developed a large hematoma at impella site on the left side and femstop in place. Heparin was paused for a while due to access site bleeding and the hematoma stabilized.

Manufacturer narrative:
The investigation for access site bleeding/hematoma has been completed. The impella device was not returned for evaluation. The root cause of the major access site bleed was anticoagulation management because the bleeding was resolved by pausing heparin. D6a/d6b added h6 component code added 925 the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-04304: g1 reporting contact fax number missing.